Event description:
On (B)(4) 2013, it was reported that a handheld device (hhd) was displaying the message "self test failed on this program! Aborting execution immediately!" A hard reset was performed with the hhd plugged into an outlet; however, the computer remained displaying the dell logo screen and would not move forward. In addition, the rubber on the side of the hhd was pierced at the reset button. The hhd and software were returned on (B)(4) 2013 and are pending analysis.

Event description:
An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the handheld, and the reported mechanical problem was verified. During a visual analysis it was identified that the rubber record button cover was damaged. The cause for the damage is associated with mishandling of the device. No functional anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.